Manufacturer narrative:
Philips service replaced the hdd, reinstalled the os and application, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that system failed to boot due to hdd issue; blue screen observed on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.